Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. X-ray imaging was unremarkable. Programming options were discussed with the field and the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).